Manufacturer narrative:
(B)(4). Unique device identifier (UDI) - a UDI is not being reported because the part and lot numbers were not provided. The device was not returned for evaluation. Based on the information provided, the reported device expiration issue appears to be related to the deviation from the IFU. It should be noted that the absolute pro instruction for use states: note the product use by date specified on the package. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown absolute pro self-expanding stent was implanted after the expiration date of 09/2016. There were no issues during the procedure. The patient is doing well. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.